Event description:
Meter name: one touch profile. Strip name: one touch test. Strips: meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "low symptoms". The pt reported that they were seen in the hosp 4-5 times. The meter allegedly is inaccurately high, and prompting "redo check", "not enough blood", "retest", and the red light would stay on, eventhough the meter was turned off. The result from the pt's meter was 200mg/dl-250mg/dl. The result from the hospital's meter was 500mg/dl. The time difference between the pt's meter and the hospital's meter was unknown. The treatment was unknown. No further info has been reported.